Manufacturer narrative:
Email address continuation: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event; see also 0002184052-2016-00207 and 00208.

Event description:
The sales associate reported a stripped set screw. During surgery the set screw threads stripped/cross threaded while it was threaded into the reduction sleeve at the transition thread in the sleeve, when it transitions to the tulip head threads of the polyaxial screw. It was confirmed that none of the thread came off the set screw or fell into the patient.